Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 26dec2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a male patient that their humapen luxura hd pen was broken. "It stopped moving and the liquid was not coming out". The pen was discarded as soon as the problem was noticed. The patient experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a male patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) cartidge, via humapen luxura half dose (hd) pen, at an unknown dose and unknown frequency, via an unknown route for the treatment of an unknown indication beginning on an unknown date. On an unknown date, while on insulin lispro treatment, his luxura hd pen was broken, it stopped moving and the liquid was not coming out which causing an increase in blood glucose (values and units not provided) (B)(4) /batch number: unknown). The pen was changed and discarded as soon the problem was noticed. Due to this event, he was hospitalized to regulate his blood glucose. Information regarding further hospitalization details, corrective treatment, outcome of event and status of insulin lispro treatment was not provided. The operator of the humapen luxura hd was mother of patient and her training status was not provided. The humapen luxura hd general model duration of use and suspect humapen luxura hd duration of use was not reported. The action taken with the suspect humapen luxura hd was not provided and the device was not returned to the manufacturer. The reporting consumer did not provide relatedness of event with insulin lispro and humapen luxura hd. This case was cross-referenced with the following case, (B)(4), same patient. Edit 17dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 26dec2024: additional information received on 23dec2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a male patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) cartidge, via humapen luxura half dose (hd) pen, at an unknown dose and unknown frequency, via an unknown route for the treatment of an unknown indication beginning on an unknown date. On an unknown date, while on insulin lispro treatment, his luxura hd pen was broken, it stopped moving and the liquid was not coming out which causing an increase in blood glucose (values and units not provided) (B)(4)/batch number: unknown). The pen was changed and discarded as soon the problem was noticed. Due to this event, he was hospitalized to regulate his blood glucose. Information regarding further hospitalization details, corrective treatment, outcome of event and status of insulin lispro treatment was not provided. The operator of the humapen luxura hd was mother of patient and her training status was not provided. The humapen luxura hd general model duration of use and suspect humapen luxura hd duration of use was not reported. The action taken with the suspect humapen luxura hd was not provided and its return status was not expected. The reporting consumer did not provide relatedness of event with insulin lispro and humapen luxura hd. This case was cross-referenced with the following case, (B)(4), same patient. Edit 17dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.